Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were multiple error codes 46440. The device was visually inspected and there were cracks to the downstream occlusion seal. A functional test was performed and the reported issue was not confirmed, however verified in the event history log. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 46440, related to an unexpected value, during preventive maintenance. There was unknown patient involvement, no injury was reported.